Event description:
Patient came to infusion center on (B)(6) 2024 for pump disconnect after he received his first round of chemotherapy. Nurse noted patient had shortness of breath upon arrival and sent patient to the ed (emergency department). Patient was admitted for sob (shortness of breath) due to pleural effusion from disease. Attributed to: grade 3 dyspnea.